Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised enduser stated one wheel is broken on rollator. Dealer could not provide model or lot number. Dealer could not provide any further information.